Manufacturer narrative:
Device evaluation summary the device returned with the external slider in the home position. Slight kinks were observed on the graft cover immediately distal to the strain relief. The taper tip was curved. Deformation was visible to the graft cover tip. There was no damage evident to the spindle. No issue was noted using the tip capture release to advance and retract the tip. The reported deployment/expansion issue could not be confirmed through analysis. Film analysis summary the reported deployment issues could not be confirmed on the films provided. Procedural angiograms showing the cannulation and suprarenal stent release issues and right renal artery coverage were not provided for a thorough review of the reported event. The patient¿s aortic anatomy was relatively narrow and it is possible that this may have been a factor in the issues observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during the index procedure, the device was advanced and initial deployment began at a level just above the right artery. The device was deployed through the gate and it was identified that the contralateral limb was impinged and the physician wanted to make sure it would be available for cannulation. So the device was then advanced forward a small distance and in doing so the contralateral gate moved laterally in position to be cannulated. It appears the device was in good position after pulling it down. Though another angiogram run showed that the graft was encroaching on the right renal. The device was pulled down caudal to provide perfusion to that right renal. During the release of the of the supra-renal fixation, the tapered tip it would not advance sufficiently to release the suprarenal fixation. After some manipulation the fixation did release. The contra gate was cannulated and docking limbs were placed and the procedure was completed without incident. It was confirmed there was no negative consequences to the patient as a result of the deployment difficulties. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.